Event description:
It was reported the patient never had therapeutic effect. It was thought the catheter tip was too high so it was moved down. The system was being used to deliver fentanyl and bupivacaine.

Event description:
Additional information received reported they were never able to determine if there was a catheter issue. The revision was done as part of troubleshooting so they could rule it out from being a contributing factor. The device and catheter were ruled out. The lack of effect was due to the constant changing of dosages trying to get the patient to a therapeutic dose. The medication had been compounded which they were thinking was also part of the issue. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8785, lot# n357765; product type accessory product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).